Manufacturer narrative:
(B)(4). Concomitant products: unk mini baseplate cat#ni lot#ni. Unk central screw cat#ni lot#ni. Unk peripheral screw cat#ni lot#ni. Unk peripheral screw cat#ni lot#ni. Unk peripheral screw cat#ni lot#ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. It is alleged that the reported issue was due to external trauma; however the nature of trauma is unknown, therefore a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02558, 0001825034 - 2021 - 02559, 0001825034 - 2021 - 02560, 0001825034 - 2021 - 02561, 0001825034 - 2021 - 02562.

Event description:
It was reported that a patient underwent a revision procedure due to mini baseplate screw fracture and aseptic loosening of the baseplate due to external trauma. Attempts have been made and additional information on the reported event is unavailable at this time.